Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a tibial revision surgery to treat non-union on (B)(6) 2015. The patient was initially implanted with synthes 10mm titanium tibial nail and three, 5.0mm titanium locking screws on an unknown date during (B)(6) 2014. During the revision surgery the four synthes devices were removed. The patient was reported to be fine post-surgery. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant was reported as an unknown date during (B)(6) 2014. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device was reportedly discarded by the reporting facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.